Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and blood was observed found between upper part of stopper and hemogard shield. The stopper and shield were disassembled and no issues were observed. Leak testing was performed using retention tube and the returned hemogard cap. The tube were filled with water and kept one hour upside down, and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use of a bd vacutainer® sst¿ blood collection tubes there was sample leakage. The following information was provided by the initial reporter: "blood leaked from the connection of shield and stopper."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of a bd vacutainer® sst¿ blood collection tubes there was sample leakage. The following information was provided by the initial reporter: "blood leaked from the connection of shield and stopper."